Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was hospitalized with no pacing. It was further reported that the implantable pulse generator (ipg) exhibited loss of pacing. It was noted that the right ventricular (rv) lead threshold was unstable, rising and sometimes high. On subsequent follow-up, the lead was found to have dislodged. The ipg was reprogrammed and the rv lead was revised. No patient complications have been reported as a result of this event.